Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this device reverted to safety mode operation due to system resets caused by high internal battery impedance. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it was determined this device was operating in safety mode due to system resets. Reversion to safety mode after detecting resets is expected device function. The resets were a result of high internal battery impedance. This latent battery condition puts a device at risk for system resets to occur due to temporary high-power consumption and subsequent reversion to safety mode to maintain back-up pacing. A field safety notice was delivered to physicians in june 2021, and updated in november 2023, regarding ingenio el and crt-p devices that may initiate safety mode later in device life when the device battery exhibits high internal impedance. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, this pacemaker was going to be explanted due to end of life (eol) and during interrogation a red alert was recorded indicating the device was operating in safety mode. Subsequently, the pacemaker was explanted and replaced. The device will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this pacemaker was going to be explanted due to end of life (eol) and during interrogation a red alert was recorded indicating the device was operating in safety mode. Subsequently, the pacemaker was explanted and replaced. The device will be returned for analysis. No additional adverse patient effects were reported.